Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. The patient's concomitant medications included prialt and saline through their concomitant intrathecal pump system. It was reported that stimulation went up all by itself. The patient felt like they were being electrocuted. It was reported that they were taken to the emergency room via ambulance because they thought the patient was having a stroke. The patient had to turn stimulation off but when they got back home from the hospital they turned it back on and it was just fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.